Manufacturer narrative:
The ICD and the associated lead were received and analyzed. Upon receipt, the ICD was interrogated, revealing the mos2 battery status. The device was implanted for 73 months and 68 charging cycles were recorded in the devices memory. The memory content of the device was inspected. During analysis of the available iegms noise was observed in the ventricular channel, leading to multiple charging cycles that partially resulted in shock delivery, confirming the clinical observation. Therefore, a sensing test was performed. The device sensed the attached heart signals free of noise, proving the sensing function of the ICD to be normal and as expected. Next, the ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. A fibrillation signal was applied and the device delivered a defibrillation shock as specified, documenting a normal and expected sensing and shock delivery. In particular, the specified energy level was reached. Further detailed data analysis was performed. Six episodes were documented on (B)(6) 2021 between 05:51 pm and 07:05 pm. An initial application of a magnet was documented with episode 30. Episode 31 was terminated as well by magnet application at 07:01 pm followed by a further detection at 07:05 pm which was terminated by wand application. Subsequently the master switch was turned off at 07:08. The reed switch functionality was investigated. A test with different distances between ICD and m50 magnet was performed. During the test the ICD and in particular the reed switch was working as specified. The device proved to be fully functional. The analysis of the memory content showed a normal device behavior while the device was implanted and in service. There was no indication of a device malfunction. The lead under complaint was found fragmented into 4 segments, which most likely resulted from the surgery. An extraction aid was found in the lead body. The analysis showed multiple abrasion marks along the lead fragments. In particular 13 cm proximal to the lead tip the insulation was found rubbed through, which is assumed to be the root cause of the reported oversensing leading to inappropriate shocks. Based on the characteristics of this insulation damage, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Significant lead motion in the area of the tricuspid valve and interaction with atypical tissues should be taken into consideration. The quality documents accompanying the manufacturing process for these devices were re-investigated and all production steps were performed accordingly. Particularly the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
After an implantation period of approx. 74 months, oversensing with inappropriate therapies was reported. The lead and the involved ICD were explanted.